Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient's "metostimulation system (mss)" was explanted on (B)(6) 2011 due to a malfunction that was described as "almost exploding in my head killing me". The patient stated that the malfunction was found prior to it exploding and the device was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.